Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms on multiple occasions during basal delivery. Customer had elevated blood glucose levels (400-500 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Pump supplies were changed and customer did not call in at the time of the reported issue, therefore, no troubleshooting was performed.